Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating there was a test failure. There was no patient involvement. The rse evaluated the device remotely with the customer. It was found the operation check failed. The rse determined the capacitor needed replacement. The customer replaced the capacitor. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the capacitor not working was not determined. The reported problem was confirmed. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.